Event description:
Litigation papers allege pain, weakness, physical injury and excessive metal ion levels. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information to the stem. The stem was added to the complaint. Upon impacting the stem, a fracture was noted at the juncture between the calcar and greater troch. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.